Manufacturer narrative:
Merge technical support shipped the customer a replacement serial lava card (RMA #(B)(4)). The faulty card was scrapped onsite by the customer so no evaluation could be performed. Component not returned for evaluation.

Event description:
Merge hemodynamics monitors, measures, and records physiological data from a human patient undergoing a cardiac catheterization procedure. The system comprises the patient data module and the merge hemodynamics hemo monitor pc. The two units are connected via a serial interface. All vital parameters and evaluations are registered and calculated in the patient data module. This data is then transmitted to the merge hemodynamics hemo monitor pc via the serial interface. All data can be shown and monitored on the merge hemodynamics hemo monitor pc. On (B)(6) 2017, a customer reported to merge healthcare that the pdm (patient data module) turned off and power cycled during procedures. The customer stated that this issue has occurred on multiple occasions but the dates and outcomes could not be provided by the customer. The user subsequently rebooted the hemo monitor that caused a loss of physiological monitoring. The delay was a few minutes while the hemo system rebooted. With merge hemo not capturing physiological data, there is a potential for incorrect treatment that could result in harm to the patient. However, the procedure was completed successfully once the hemo monitor was rebooted. (B)(4)